Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. The reason for the clinical symptom of pain reported cannot be conclusively determined and the event cannot be confirmed. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: (B)(6), 02-012-45-5050 - bandeja tibial logic fit 5f/5t, (B)(6), 02-010-03-0350 - logic femur cr cementado nº5 der. (B)(6), 02-012-47-5009 logic cr tib insert std, sz 5, 9mm. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, who had a right knee implanted had poor clinical course from the beginning and underwent a manipulation under anesthesia postoperatively. Subsequently they were revised at a later date. No further information. This is 1 of 2 events reported for this patient.